Event description:
It was reported that a user did not see glucose readings on the ilet app because the freestyle libre 3 plus sensor had been started and paired with the libre app, resulting in the sensor being in use by another device and therefore not available to the ilet app. Symptoms included absence of continuous glucose data in the ilet app. Outcomes included user education that a libre 3 plus sensor can be started only once and cannot be shared across apps, and the user planned to replace the sensor. Investigation included customer support troubleshooting and verification that the sensor was already associated with a different application. Investigation of this case revealed that the lack of ilet glucose data resulted from the sensor being initiated on the manufacturer¿s app, which prevented pairing with ilet as designed. It was concluded, based on previously established findings for similar reports, that the cause was user pairing to the wrong application, consistent with use error and device-per-app design limitations.